Event description:
Customer reported experiencing frequent occlusion alarms with his mobi device, despite having performed previous troubleshooting. There was no adverse impact to the customer¿s blood glucose level. Customer agreed to rotate his infusion site from the abdomen to the lower back and hip area and to cycle the cartridge multiple times as recommended by technical support. He was encouraged to contact support again if issues persist.